Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a left ventricular (lv) lead exhibited high out of range pace impedances. Attempts were made to obtain additional information, but were not successful. The lead was configured off. No adverse patient effects were reported.